Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of having high blood glucose of 549 mg/dl, which began on (B)(6) 2016. Customer declined troubleshooting and high pressure test and stated that healthcare professional requested for insulin pump to be replaced.

Manufacturer narrative:
The pump was received with currents within specification. The pump also passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.